Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 62 mm length abdominal aortic dissection. It was reported that the patient presented emergently complaining of nausea, vomiting and right flank pain. Symptoms persisted for approximately 12 hours. The patient denies any chest pain or shortness of breath. Patient states that the symptoms were relatively sudden at onset developed the nausea as a result of the severe abdominal and back pain. It was determined that there were type ia and type ib endoleaks. The physician elected to perform a coil/onyx embolization to treat the proximal type I endoleak and implanted bilateral limb extensions distally the type ib endoleak. Both the proximal type ia endoleak and distal type ib endoleak were resolved. Per the physician the cause of the type ia endoleak is graft expansion and the cause of the type ib endoleak in the distal seal zone is iliac expansion and limb regression and the stent graft was undersized. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: three contrast CT slices were returned. No scale was visible on the films; therefore, no stent graft or vessel measurements could be made. Two coronal CT slices revealed that an endurant stent graft system was implanted in the patient. The proximal aortic body including the suprarenal stents were visible, and just the origin of the iliac limbs were seen. The infrarenal neck and aortic body were essentially straight in the coronal view. Contrast was observed at the top of the sac along the right side of the bifurcate from a likely proximal type I endoleak. The second coronal slice showed the majority of the left limb which appeared to lack sufficient distal sealing. There was contrast observed along the outside of the distal limb which may have been from a distal type I endoleak. The limb was patent and no obvious kinks or compression was observed. One transverse slice image showed what appeared to be a cross-section of the iliac limbs. Contrast with lack of stent graft apposition was again seen primarily around the left iliac limb. The limbs were patent and no obvious stent graft issues were observed. The cause of the reported endoleaks could not be determined from the limited films returned. The anatomy at implant is unknown, earlier post-implant films were not available for review and comparison, and images during the intervention were also not provided. It is possible that disease progression (neck and iliac dilatation) and implanting an undersized stent graft may have contributed to the endoleaks. If information is provided in the future, a supplemental report will be issued.